Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was initially reported that the recipient suffered from an infection behind the ear which lead to the extrusion of the device. However, as per additional information received, there was no actual infection but only a minor skin trauma with the user scratching a small ulcer on the device leading to growth of the ulcer. The user received systemic antibiotic and steroids with minimal initial improvement, and then complete opening after 2 months of therapy. Explantation was carried out. Re-implantation is considered at a later point in time.

Manufacturer narrative:
Device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the patient report the device was explanted for medical reasons; a small trauma which after continues scratching lead to an ulcer behind the ear which subsequently lead to a complete opening of the skin and extrusion of the device. A review of the device_s sterilization records confirms that proper sterilization was applied at the time of manufacturing.

Event description:
It was initially reported that the recipient suffered from an infection behind the ear which lead to the extrusion of the device. However, as per additional information received, there was no actual infection but only a minor skin trauma with the user scratching a small ulcer on the device; and with continues scratching leading to growth of the ulcer. The user received systemic antibiotic and steroids with minimal initial improvement, and subsequently leading to a complete opening and extrusion of the device after 2 months of therapy. Explantation was carried out. Re-implantation is considered at a later point in time.